Event description:
A us distributor contacted zoll to report that a (B)(6) year old female patient had a skin irritation under the electrode belt. The wound was reported to be red and raw, with the top layer of skin removed. The patient reported using cortisone cream on the affected area. A follow-up on (B)(6) 2015 indicated that the patient spoke to her doctor who stated that the patient could move the garment up to an inch to move the electrode away from the affected area. During a follow-up on (B)(6) 2015, the patient reported that she was still using the cortisone cream and the adjustment seemed to be helping. She reported that it previously had been oozing, but now it was healing up.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.